Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer continued to deliver insulin and occlusion resolved without changing pump supplies. Customer's blood glucose ranged from 80-300 mg/dl. Pump system check was perform and occlusion could not be identified. Customer continued to use pump along with manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified and a different issue was identified.